Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" and "exchange from textured to smooth devices due to the patient¿s concern with the product". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Clarification to d6a implant date: partial date (B)(6) 2018. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and exchange from textured to smooth devices due to the patient¿s concern with the product. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" and "exchange from textured to smooth devices due to the patient¿s concern with the product". This record is for the left side. The device remains implanted.